Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. Data log shows a motor current spike followed by a small increase in purge pressure. Approximately 36 hours into the case, purge pressure began to gradually increase when the p-level was reduced to p2. A high purge pressure alarm was observed after 20 hours of gradual rise but resolved after 6 hours with a 2-minute gradual decrease trend. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. Thrombus failure mode was added as an investigated failure mode based on data log review and high purge pressure investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient noted with high risk surgery was implanted with an impella 5.5 for mechanical circulatory support. During support, high purge pressure was noted. Tissue plasminogen activator was discussed but, it is unknown if it was used in the purge. Support was continued.